Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal episode due to oversensing of noise causing pacing inhibition on the right ventricular (rv) channel. A high out of range pacing impedance measurement of greater than 3000 ohms causing a lead safety switch was also noted on the rv lead. The physician had determined the rv lead was fractured. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.